Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient lost consciousness. Her daughter went to her room and gave her medicine (unknown) under her tongue and orange juice. The patient provided the values of cgm 194mgdl and bgm of 70mg/dl but did not specify if they were taken before or after treatment. The patient did not go to any health care facility since she was so weak, but she called her doctor to report the incident. No other information was gathered on the call since she refused to provide more details. At the time of the report, the patient was feeling ok. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.